Event description:
It was reported that the needle 18ga 2in experienced leakage. The following information was provided by the initial reporter: the incident happened while preparing a vaccine injection. When the fluid in a syringe was to be added into a vial of dry substance vaccine, leakage between the needle and the pink hub was identified and a lot of the fluid ends up in the hcw hand instead.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-13. H6: investigation summary. A device history record review was performed for provided lot number 181002 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, a lack of adhesive was observed between the metal cannula and the plastic hub component. This lack of adhesive joining the components could result in leakage. It is most likely that the lack of adhesive occurred from an issue with the adhesive nozzle during manufacture. This is a very unusual circumstance as all product is inspected through use of a camera system for the presence of adhesive during the production process and any product found to have an improper amount of adhesive is automatically rejected. This camera system is challenged every eight working hours. Based on the preventive measures in place, we believe this was an uncommon issue with a low chance of recurrence. Our quality team will continue to closely monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 18ga 2in experienced leakage. The following information was provided by the initial reporter: the incident happened while preparing a vaccine injection. When the fluid in a syringe was to be added into a vial of dry substance vaccine, leakage between the needle and the pink hub was identified and a lot of the fluid ends up in the hcw hand instead.